Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board needs to be replaced. The customer cancelled the service call.

Event description:
It was reported that the 9600 system display went out and the breaker keeps tripping. No patient injury was reported.